Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 27 cm distal to the is-1 connector pin. In that section the insulation body and the coating of the conductor cables to the ring electrode a3 and a2 and the rv shock electrode were found damaged. The conductor cable to the ring electrode a1 was fractured. These findings can be considered as the root cause for the oversensing issue mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The deformations of the inner coil close to the is-1 connector pin most likely were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 18 months, oversensing with inappropriate therapy was reported. A possible insulation breach was assumed. The lead was explanted and returned to biotronik for analysis. No additional adverse patient side effects have been reported.